Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site has indicated that they were able to successfully navigate to 1 of 2 lesions. The case was terminated after they could not reach the 2nd lesion during a superdimension enb procedure. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.